Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump battery compartment was damaged and moisture was noted inside the battery compartment. The reporter indicated that there were no power issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump battery compartment was observed to be cracked along the side of the compartment. Moisture was observed inside the battery compartment. A leak test was performed and found that the pump was leaking from the battery compartment crack. The pump was opened and no further moisture ingress was observed.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.